Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was in the low 60's but they believe their implantable pulse generator (ipg) lower rate is set at 70 beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient sent a remote transmission on the date of the call to the manufacturer. It was noted that there were no issues with the implantable pulse generator (ipg) and it was not pacing below the lower programmed rate. The transmission did indicated that the patient experienced a three hour episode of atrial tachycardia/atrial fibrillation the day prior to the report.